Event description:
It was reported that the pump over infused. The pump was programmed to run over 33 hours and was expected to finish shortly. The event occurred while in use with a patient at the patient's home and the operator of the device was patient. There was no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.